Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were damaged, unable to deliver medication and leaked during use. The following was reported by the initial reporter: "it was reported that there is no insulin flow during injection. Also reported hub has a bump on it and the pen needle leaks. Verbatim: consumer stated, no insulin flow when taking injection stated, there is "bump" on the hub of pen needles that she believes causes the pen needle to leak during injection stated, she never primes before taking injection and when she used the original nano, she did not have any problems stated, her pharmacist told her, the original nano is no longer available only the 2nd gen."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were damaged, unable to deliver medication and leaked during use. The following was reported by the initial reporter: "it was reported that there is no insulin flow during injection. Also reported hub has a bump on it and the pen needle leaks. Verbatim: consumer stated, no insulin flow when taking injection stated, there is "bump" on the hub of pen needles that she believes causes the pen needle to leak during injection stated, she never primes before taking injection and when she used the original nano, she did not have any problems stated, her pharmacist told her, the original nano is no longer available only the 2nd gen."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.